Event description:
It was reported that the right ventricular (rv) lead exhibited low sensing and the patient was convinced the rv lead had "insulation problems," which contributed to the patient's "heart problems." The rv lead was initially capped and replaced and then explanted at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the full lead was returned and analysis could not be performed due to legal restrictions. It was noted the outer insulation of the lead was extrinsically breached due to a cut and the overlay tubing of the lead developed cosmetic esc (environmental stress cracking) while in vivo. The analyst commented the setscrew marks on the connector pin were too proximal. Visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.